Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. The failure analysis confirmed the customer reported failure. The reported errors 281 and 307 indicate that a processor timed out in a state in it's startup sequence and the rac configured to be present did not respond. The unit was installed in a test system and it failed with errors 281 and 307. Further troubleshooting found the rac controller module (rcm) board failed and caused the issue. The rcm daughter board will be replaced to correct the problem. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start a da vinci-assisted surgical procedure, the customer experienced a non-recoverable fault 281. The customer called the intuitive surgical, inc. (Isi) technical support for troubleshooting assistance. The customer attempted to power cycle the system and perform an emergency power off (epo); however, the issue persisted. The isi technical support engineer (tse) reviewed the logs and found errors 281 and 307 which pointed to the remote arm controller (rac 1) on the patient side cart (psc). It was later determined that the procedure was converted and completed as an open surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported problem. The fse replaced the rac to resolve the issue. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.